Event description:
It was reported that when using the bd pyxis¿ es server a newly admitted patient (status: pre-admitted) was not appearing on the station. The user confirmed that the admission message had already been sent to the admissions department; however, the patient was still not visible on the pyxis station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the preadmitted patient records were not visible on the station. A technical support specialist (tss) explained that the preadmission duration was configured to be 72 hours, after which the patient would no longer be available. The customer reported that the admission, discharge, and transfer (adt) had resented the message for the particular visit identity (ID). Initial database verification showed that no a01 message had been received from adt. The customer stated that would coordinate with the adt team to resend the message and update customer support center (csc) if required. The customer confirmed that the adt team resent the a01 message. The customer verified that the patient status was updated to admitted. The tss verified that the database and the enterprise server successfully received the admit message from adt, resolving the issue. The system functioned as intended after the technical support specialist investigated the device.